Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that during a routine device replacement procedure, this pacemaker measured high threshold and impedance values on the right ventricular (rv) lead. When the rv lead was checked against the new device the threshold and impedance values were lower. The physician suspected that the header of this device was malfunctioning. The explanted device is expected to be returned for evaluation. The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
It was reported that during a routine device replacement procedure, this pacemaker measured high threshold and impedance values on the right ventricular (rv) lead. When the rv lead was checked against the new device the threshold and impedance values were lower. The physician suspected that the header of this device was malfunctioning. The explanted device is expected to be returned for evaluation.